Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the slitter could not cut through the sheath due to the metal net inside the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. There was an issue with the catheter shaft. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The hub of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator and slitter. Slitting had started on the centerline on the hub of the delivery catheter. Slitting had stopped and restarted at 0.4 cm. Slitting had terminated on the shaft of the delivery catheter at 3.7 cm. The shaft of the delivery catheter was damaged. Slitting had terminated at 7 cm with the braiding torn at 7 cm. Slitting was then restarted. The braiding if the delivery catheter was torn out of the shaft of the delivery catheter. Slitting had terminated at 12.3 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.